Manufacturer narrative:
Investigation pending.

Event description:
On (B)(6) 2010, inratio: 7.4, lab: 1.76. Lab draw performed immediately after inratio meter result. Lab specimen frozen and resulted on (B)(6) 2010. Pt did not show any signs of bleeding. Pt not on antibiotics, no change in diet or medications. Pt not on dialysis, and does not have history of cancer, anemia, or thyroid dysfunction. Patient hematocrit in normal range. The specific patient target range is between 2.0-3.0 inr. Reporter completed a self test on herself with the meter and used same lot of strips while on the phone and resulted in 0.9 inr.